Event description:
It was reported that an akreos (mi60g) lens had fibrin deposition on the anterior lens surface following implantation. The pt was treated by yag laser. The pt's current prognosis is good. Additional info has been requested, but not received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.